Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient passed away. No information was available regarding the cause of death. No allegation was made against the device. Additional information was requested but not yet provided.